Event description:
During index procedure, one endeavor sprint drug eluting stent was implanted in the rca. Approximately 26 months post index procedure, it is reported that the patient experienced a myocardial infarction. It is reported that stenosis of the target vessel was observed. Thrombus was aspirated. It is reported that an integrity stent was deployed under distal protection with filtrap. Thrombus was aspirated two times. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction, thrombus). Conclusions: inherent risk of procedure ¿ (myocardial infarction, thrombus). (B)(4).

Manufacturer narrative:
Angio was performed again and it confirmed that there was no flow delay. Patient is reported to be in remission.

Manufacturer narrative:
An occlusion in the rca was also noted during the previously reported event 26 months post index procedure and prompted the revascularisation.